Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. The clip applier was being used for occluding the cystic duct. The clip misfired. There were issues experienced with the loading or firing of the clips. Clips were able to load properly into the jaws and be fired from the device. Some of the clips were malformed and some of the clips were formed correctly. The surgeon was able to squeeze the handle when the issue occurred and the jaws were still able to close. In order to resolve the issue and complete the case another clip applier was used. There was no patient harm.